Event description:
It was reported that as a clips was applied during robotic prostate surgery, the hem-o-lok endo applier broke. The screw parted into two pieces. One of the pieces may be located inside the patient. It has not been found. The clip was still inside the applier. The person reporting the complaint said to her knowledge the patient was fine. To be confirmed by surgeon.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 25 pc. Lot in july of 2019. Evaluation of the returned instrument shows that the jaws are loose and misaligned and the outer tube assembly and drive rod (n00185l) that actuates the jaws is bent/damaged and the jaw pivot pin is pulled thru one side of the damaged bent outer tube assembly. This instrument was dis-assembled in order to inspect the inner components and it was found that the drive rod fingers are also damaged. The returned sample is complete and is not missing any components. We are unable to determine what caused the jaws to become loose and misaligned and the outer tube assembly and drive rod (n00185l) that actuates the jaws to be bent/damaged and the jaw pivot pin to be pulled thru one side of the damaged bent outer tube assembly but mishandling of this device at the end users facility is suspected. All 25 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that as a clips was applied during robotic prostate surgery, the hem-o-lok endo applier broke. The screw parted into two pieces. One of the pieces may be located inside the patient. It has not been found. The clip was still inside the applier. The person reporting the complaint said to her knowledge the patient was fine. To be confirmed by surgeon.